Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event occurred on an unspecified date involving a primary set, piggyback with backcheck valve, 2 clave y-sites, secure lock, 100 inch, and it was reported that there is some black spots and debris found in the drip chamber. There was no reported patient involvement, and no reported patient harm.